Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that two hours into a therapeutic laparoscopic oophorectomy procedure, the spoon at the distal end of the hf electrode broke off and fell inside the patient. However, no fragment remained inside the patient, since it was reportedly retrieved by unknown approach. The intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-09-27). The evaluation/investigation discovered that the ceramic insulation at the distal end of the hf electrode's sheath had fractured. A large fragment broke off and is missing. Furthermore, the spoon was found to be severly bent. The cause of this damage and the breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress, and long-term use of the hf electrode (date of manufacture: 06/2014). It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can result in damage of the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged as otherwise this can cause injuries of the patient and/or user. Furthermore, it is pointed out as a caution note that, when used as intended, the product is more or less subject to wear, depending on the intensity of use, and in case of externally visible defects, the responsible olympus representative has to be contacted at once. If the instrument is damaged or does not function properly, it has to be replaced. The user apparently did not follow these instructions since the damage and breakage of the ceramic insulation were caused by mechanical overload by the application of excessive force like impact, fall, shock or similar stress, and by long-term use of the hf electrode. Therefore, this event/incident was attributed to abnormal use/off-label use in combination with exceeded service life. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.